Manufacturer narrative:
No longer applies due to updated coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was a return of symptoms, but it was later reported that there was not a return of symptoms.

Event description:
It was reported that on (B)(6) 2015 during a scheduled visit the implantable neurostimulator (ins) was found stopped. There was no indication about the moment the device stopped, only that 27 percent of therapy was delivered during the past 2 months. Actions required as a result of the event included a restart of the implantable neurostimulator (ins) and re-instructions to the patient on the functionalities of the remote. Signs and symptoms included less than 50 percent therapy relief. The investigator assessed that the event was not related to both procedure and device. The event of potential loss of therapy or inappropriate therapy was possibly related to the device. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3093, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the investigator assessed the event was related to the device.